Event description:
The doctor reported the implant was removed due to infection, 18 days after implant placement. The bone quality was type ii. The oral hygiene around implant site was moderate. Local infection and pain were found during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient needs another surgical intervention.